Event description:
A (B)(6) gestation baby in nicu. At approximately 2 am, rn and md noted that baby's chest rising and falling very rapidly. Md described it as "baby looked like he was going to bounce out of the bassinet." Rt to bedside immediately, vent settings on bunnell life pulse high frequency vent adjusted with no change in baby's chest rising and falling. Baby removed from the jet vent and placed on regular vent for approx. Fifteen minutes while a new jet vent was obtained. Blood gases drawn after this. Ph at 11:30pm on (B)(6) was 7.317, after event at 2:53 am 7.829. Baby's pco2 at 11:30 pm on (B)(6) was 49.4, after event at 2:53m on (B)(6) it was 6.6. Unsure of outcome for baby at this time, md alerting parents to issue. Dates of use: (B)(6) 2011.